Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not start up as intended. On the fourth start up, the system started as designed. While the initial three attempts each showed separate issues; with each attempt progressing one step further into the start up sequence. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The power supply was replaced. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Device serial number and manufacturing date now provided. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Multiple attempts for logs were made.